Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of 24 mg/dl; cause was unknown. The customer was unconscious, sustained a broken nose, and had a stroke because of the low bg level. The customer was treated with intravenous (IV) fluids of saline, they were put on a ventilator and had medical tests to address the low bg level. The customer was discharged 47 days later, (B)(6) 2024 with the issue resolved, but the customer has permanent cognitive decline, and they are physically weaker because of this event. Tandem technical support (cts) walked the customer through a pump system check and confirmed the pump is functioning as intended, recommendation was made to call back if the customer experiences any further issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.